Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015 in the abdomen. Upon removal of the sensor pod, the patient stated that the sensor wire detached and stayed at site of insertion. The patient stated that he removed the sensor on his own. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).